Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose was 800 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. A manual insulin injection was administered to address elevated bg. Customer was admitted to the hospital due to elevated bg. Customer was treated with intravenous fluids and saline. Customer was released 24 hours later. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. As well as, an o-ring from a previous cartridge on the pneumatic tap. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hardware damaged and quick bolus button issue were verified, but the cartridge o ring damage issue could not be verified, as no cartridge was returned.